Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the person with diabetes reported that she had 3 infusion sets that she had issues with. The first infusion set was about 1 and half weeks ago. The patient inserted set and it immediately hurt. She removed the site and it was bent and bleeding. The patient removed site and replaced it and that resolved the issue. The event occurred during insertion and there was no patient harm.